Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate auto mode switch episodes were noted due to atrial lead noise. The patient was stable and will continue to be monitored.